Event description:
Customer reported low blood glucose readings and also stated that her blood glucose levels elevate after meals. Customer believes that she may not be getting the full amount of her boluses due to an issue with the piston. Customer also reported receiving a button error and a crack on the insulin pump. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.